Event description:
It was reported that the patient¿s blood glucose level rose to 500 mg/dl (27.8 mmol/l) between 5 and 24 hours of wearing the pod. The patient¿s mother reported the pod was leaking insulin, the adhesive was wet and the infusion site on their leg was a little bit bloody. As treatment, a new pod was applied. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. The tear was confirmed to be the cause of the leaking during wear. There was no other damage found with the device. An alarm code was present in the data, indicating that the device reached an empty reservoir state. The lot release records were reviewed, and the product lot met all acceptance criteria.